Event description:
It was reported that the left ventricular lead was disabled during the patients hospitalization on (B)(6) 2014. No additional information was available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.